Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 463 mg/dl at the time of the incident. Another blood glucose level was 437 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer reported that the infusion set had leak at the site and they were unable to use it with the pump. It was not confirmed whether the auto mode was active at the time of the incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.